Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead impedance measurement had dropped. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.